Event description:
A patient alleged experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were 193 mg/dl (lab), 152 mg/dl (meter) performed 10 minutes apart with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.